Event description:
On 12/22/2006: the p7.2-38-35-p-5s-pig-011480 catheter, previously placed for ptgbd, was removed from the patient due to poor drainage attributed to a kink in the catheter caused by respiratory movements. On 12/28/2006: the device in question was placed for ptcd via gall bladder with its catheter tip in the lower common bile duct. The catheter was stabilized using a suture. On 1/16/2007: prior to biopsy of the papillary area, the physician conducted fluoroscopy using the catheter placed on 12/28/2006, to determine which route he should use to conduct the biopsy, via percutaneous or endoscopical approach. However, as the fluoroscopy was not satisfactory, he elected to use the ercp, which revealed that the catheter had been withdrawn with its tip inside the gall-bladder and broken at approximately 7cm from its distal tip. The proximal portion of the catheter was withdrawn from the patient and its distal tip was surgically removed the same day.

Manufacturer narrative:
Evaluation: no product or lot number was provided to assist in our investigation. Unfortunately, without the actual complaint device, it is not possible to determine why the separation may have occurred. However, in the past, we have seen this separation occur due to additional side ports made by the customer.